Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument accessory involved with this complaint and completed investigation. Failure analysis investigation confirmed the reported complaint. The returned instrument accessory was found to have a broken curved blade at its lower shaft. The broken metallic piece measured approximately 0.61 x 0.10 but it was not returned with the instrument accessory. The fractured area was not smooth and it exhibited jagged edges. The known common cause of this failure is misuse/mishandling. There is no indication that the harmonic ace curved shears insert malfunctioned since the failure analysis results indicate that the damage may be due to misuse/mishandling. However, this complaint is being reported due to the following conclusion: a metal jaw piece from the instrument accessory allegedly broke off and fell into the patient. It is unclear if the broken instrument accessory fragment was retained by the patient since the missing piece was not found. However, the surgeon indicated that he believes the missing fragment was likely retrieved during extraction of the uterus or through suction irrigation.

Event description:
It was reported that during a da vinci hysterectomy with bso (bilateral salpingo-oophorectomy) procedure, the customer noted that a piece of the scissor's jaw from the harmonic ace instrument broke off and fell inside the patient. The customer was unable to locate the broken fragment, an abdomen x-ray was conducted and it came out negative. On (B)(6) 2016, intuitive surgical inc., (isi) obtained additional information from director of surgical services, he indicated that the surgeon was cutting around the clevis when the harmonic ace instrument's jaws broke off and fell inside the patient. The surgeon searched for the broken jaw piece and performed surgical irrigations to clean the area, but the broken jaw piece could not be located. The customer performed a fluoroscopy x-ray in the abdomen, but this came out negative. Based on the information provided by him, he believes that the broken piece was removed with the uterus and/or was absorbed by the suction irrigator. The procedure was completed using the da vinci system and there were no further incidents. The patient's status was stable and the patient has not returned with any post procedure complications.